Event description:
Customer reported her spouse had to call paramedics three different times for low blood glucose. Customer does not believe issue was with the insulin pump. In august 2014 was hospitalized for high blood glucose over 600 mg/dl. Treated with the device and manual injections and it wouldn't come down. Customer does not recall date for low blood glucose hospitalization of 17 mg/dl. Call was done in august and september but does not recall exact dates. Customer was not sure what caused low. Customer was unresponsive. The last low blood glucose episode customer had paramedics came to her house and she was treated. When paramedics left her blood glucose was 34 mg/dl. Customer declined troubleshooting. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.